Manufacturer narrative:
Analysis revealed that there were no significant anomalies with the portion of the proximal catheter that was returned. Evaluation conclusion code no longer applies evaluation result code no longer applies.

Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: pump. (B)(4). Analysis results were not available at the time of this report.

Event description:
Information was received from a physician and company representative regarding a patient who was receiving baclofen with concentration 1400 mcg/ml at a dose rate of 8.6 mcg/day, dilaudid with concentration 5mg/ml at a dose rate of .0307mg/day, and marcaine with concentration 8 mg/ml at a dose rate of .0491mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI performed. Numerous motor stalls/recoveries occurred with the last stall not having recovered along with the tube set. It was noted that as per the pump's log, a tube set message occurred on (B)(6) 2015 therefore the motor stall was on (B)(6) 2015. Also per the logs, a motor stall and a motor stall recovery occurred on (B)(6) 2015. It was initially reported that the patient experienced symptoms of sub- optimal or no therapy at all. It was later clarified that a physician described the patient as having had sub-optimal therapy. It was unknown if the change in therapy / symptoms occurred suddenly or gradually. The patient was in the operation room on (B)(6) 2016 for a pump replacement. When they opened the patient up, the catheter was not connected at the pump site. The pump was replaced and as per the manufacturer's device registry, an intrathecal catheter proximal revision kit was also used. The pump and a portion of the pump connector were returned to the manufacturer for analysis. As of (B)(6) 2016, the patient was noted as doing well now after replacement. The drug lot number of baclofen was unknown. The following additional information was requested which was not available at the time of this report: clarification of baclofen including drug lot number, drug therapy dates of pump medications, other medications (oral, etc.) The patient was receiving at the time of the event, pertinent medical history, troubleshooting performed including results and cause of the issue. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.